Event description:
It was reported that in central processing, a broken jaw was identified on the large needle driver instrument. The instrument was not used on a patient and there was no allegation of harm or injury to a patient. Site is not aware of any adverse event on previous procedures. On (B)(6) 2014, intuitive surgical, inc. Contacted the initial reporter and obtained clarification on the reported complaint. The initial reporter indicated that one side of the jaws/tip was broken and missing. This was identified in central processing.

Manufacturer narrative:
The large needle driver instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one of the grips/tips was completely broken off. Failure analysis concluded that the broken grip may have been due to mishandling. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Failure analysis investigation also found that both of the instrument's clamping pulleys had appearance of rust at the proximal end. No other damage was found. Failure analysis concluded that the damage may have been due to improper cleaning. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. Handle with care. Avoid mechanical shock or stress that can cause damage to the device. The customer reported complaint does not itself constitute a reportable event; however, the broken grip could likely cause or contribute to an adverse event, if the malfunction were to recur.